Event description:
Edwards received information that this aortic bioprosthetic valve is failing after an implant duration of twelve (12) years due to degeneration. As reported, the patient will be treated with a valve-in-valve procedure using a transcatheter heart valve. The date of the procedure is currently unknown. No additional details provided.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Method: device remains implanted. Additional manufacturer narrative the device was not returned to edwards for analysis because it remains implanted in the patient. Without return of the device, edwards is unable to confirm the clinical observation. At this time, the serial number remains unknown. If further information becomes available, a follow-up report will be submitted.